Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA. Medwatch report # (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set was cracked and leaked. The following information was provided by the initial reporter: bd alaris infusion kit prepped and running saline prior to infusion therapy. Saline leaked from a crack mid tubing.

Manufacturer narrative:
H6: investigation summary: five photos were submitted for quality evaluation. The customer complaint of tubing defective/damaged - leakage, was verified based on investigation of the samples in the photos. Further examination indicates that the leakage from the tubing was coming from a slice in the tubing. The slice looks smooth with no jagged edges and no signs of elongation of the tubing, which would indicate that the damage was not caused by an excessive force pulling the tubing set. A device history record review for model 2420-0500 lot number 22073227 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in the photos provided by the customer could not be fully determined due to the physical sample not being available for investigation.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was cracked and leaked. The following information was provided by the initial reporter: bd alaris infusion kit prepped and running saline prior to infusion therapy. Saline leaked from a crack mid tubing.